Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls were within acceptable ranges. Upon the ccc specialist's instructions, the customer checked the probe cycles and ran precision testing, which was acceptable. The original sample had a hi "a" error, which means that the result is above the assay range and should be manually diluted. The customer did not see the error message and reported this result to the physician(s). The ccc specialist informed the customer that they need to make sure there are no errors showing on results before reporting them out. The cause of the discordant, falsely low hcg result on one patient sample is due to the failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was flagged with a high "a" error. The discordant result was reported to the physician(s), who questioned it. The customer obtained a new sample from the patient and tested it on the same instrument, resulting higher. The customer diluted the original sample and repeated it on the same instrument, also resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.